Event description:
The customer reported being hospitalized due to low blood glucose of 27mg/dl. The customer experienced unexplained low glucose for one day. Troubleshooting was performed. The caller stated that she was connected during the rewind/prime process. The customer stated that the reservoir is showing the same amount of insulin that the status screen shows. Advised the customer to call her doctor regarding the low glucose level, and call back if issues persist. The customer's recent glucose reading was 140mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.